Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported there was a ventilator failure on the apollo. There was no patient injury reported.

Event description:
It was reported there was a ventilator failure on the apollo. There was no patient injury reported.

Manufacturer narrative:
For investigation the log file was analyzed. It was found that during the case in question negative pressure and positive pressure peaks were alternating. Due to the fast and too high pressure increase the ventilator performed an emergency shutdown. Possibly a suction system was used. In pressure-controlled ventilation, the negative pressure causes maximum acceleration of the piston to reach the specified pressure level. If the suction is switched off, an unexpected pressure peak may occur, causing a ventilator shut down. It¿s also likely, that the patient was coughing which caused the pressure peaks or a repositioning of the patient was causal. Indications for faulty piston motor or other malfunction were not given. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible.